Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold. The device was programmed to vdd mode to address the issue. The patient later presented for a follow-up in clinic on (B)(6) 2026, where interrogation revealed loss of capture and intermittent under-sensing of the ra lead at maximum output and sensitivity. No interventions or changes were performed; the ra lead remains implanted and will continue to be monitored. The pacing impedance of the ra lead was reported to be stable. The patient was asymptomatic and remained in a stable condition.